Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an insulin flow blocked alarm. The patient's blood glucose at the time of incident was 400 mg/dl. The caller stated that different infusion sets and reservoirs were used and he believes that the insulin pump is the cause of the alarm. The caller was advised that the device was working as designed and that the customer should change their site. Troubleshooting was declined as the customer was unavailable at the time of call. No products were returned or replaced.